Event description:
It was reported that the device exhibited a loss of capture resulting in syncope on a pacemaker dependent patient. External pacing was utilized until the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to capture could not be confirmed. The pacemaker was received in normal working conditions with the battery voltage above elective replacement indicator (eri). Tool damage consistent with the explant procedure was noted on the can. Electrical and mechanical analysis were performed, including a capture test under nominal settings, which indicated normal device functionality. The device image shows autocapture on. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing, and thus affect the estimated longevity of the device. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. A device history review (DHR) was performed to ensure that each manufacturing and inspection operation was completed and the product passed all quality control tests prior to its distribution.